Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of (500 mg/dl) the customer took a manual injection to stabilize bg level. During troubleshooting with tandem technical support, a system check was performed indicating that the pump was functioning as intended. Reportedly, the customer is in rehab and has changed medications. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.